Event description:
It was reported in a pt's clinic notes that the pt was having an increase in seizure activity. It was said that the pt's battery showed that it "needs to be replaced". Furthermore, the pt was stated to have sleep apnea. Attempts for further info have been unsuccessful to date.